Manufacturer narrative:
The device was received and analyzed. Confirming the clinical observation, the inspection of the device memory content showed two defibrillation threshold tests on (B)(6) 2015 and multiple detected tachycardia due to intrinsic signals on (B)(6) 2015, during which the tachycardia was not terminated after shock delivery. However, the device data revealed no signs of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified for different used shock energies and phases, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the clinical observation could be confirmed. A thorough analysis of the memory content as well as the functionality of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
High dft's were reported. The physician implanted a sub q coil and decided to replace this device at the same time. There was 40% battery left. There were no adverse patient events reported. Should additional information be received, this file will be updated.